Event description:
Literature: goodman wk, foote kd, greenberg, et al. Deep brain stimulation for intractable obsessive compulsive disorder: pilot study using a blinded, staggered-onset design. Biol psychiatry. 2010;67(6): 535-542. Summary: in this pilot study, six adult pts meeting stringent criteria for severe and treatment refractory ocd had dbs electrode arrays bilaterally in an area spanning the ventral anterior limb of the internal capsule and adjacent ventral striatum. All six pts had lifetime diagnoses of major depression that were deemed secondary of ocd. Using a randomized staggered-onset design, pts were stimulated at either 30 or 60 days following surgery under blinded conditions. After 12 months of stimulation, four of the six pts met stringent criteria as "responders." Pts did not improve during the sham stimulation. Depressive symptoms improved significantly in the group as a whole; global functioning improved in the four responders. Adverse events associated with chronic dbs were generally mild and modifiable with setting changes. Event: pt two experienced a serious adverse event secondary to a change in dbs settings. In this case, dbs-induced improvement in mood was accompanied by a reciprocal worsening in ocd which required hospitalization. This exacerbation in ocd resolved after adjustment of dbs. After this event, the in-clinic observation period was extended following major changes in dbs parameters. Ref also MFR report #3007566237-2010-03592.

Manufacturer narrative:
(B) (4).